Event description:
It was reported that the wire broke inside the patient. The stenosed target lesion was located in the severely calcified left anterior descending artery (lad). A 1.25mm rotablator rotalink plus and rotawire were selected for use. During the ablation, it was noted that the burr was trapped in the lesion. The entire system was then pulled to extract the burr, but the wire broke inside the patient. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.